Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure, the 100% stenotic lesion with hard calcification was located in the atrioventricular branch of the severely tortuous right coronary artery. The lesion was predilated with an unk balloon. The physician advanced the 2.50x16mm taxus liberte stent to the lesion, but was unable to cross. The device was removed and it was observed that the proximal edge of the stent was lifted up. There were no pt complications. The procedure was successfully completed with another 2.50 x 16mm taxus liberte stent. Pt status is reported as "no problem".

Manufacturer narrative:
(B)(6). (B)(4).